Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they received medical treatment as a result of the site issue. Customer's blood glucose value was 16.5 mmol/l. Customer stated that the oval tape provided with sensors was make her skin very itchy and red. Customer stated sensor was located away from irritant and they inserted it properly. The device will not be return for analysis.